Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing separation with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder had issues when the use attempted to insert the needle and the line snapped and fell apart.